Event description:
It was reported that stent fracture occurred. A 2.50 x 12mm synergy xd drug-eluting stent (des) was selected for treatment. The device was reportedly fractured. No other issues were reported. It was further reported that the correct device was a 3.00 x 20mm synergy xd des and not 2.50 x 12mm synergy xd des as previously reported. It was further reported that the patient was in good condition post-procedure.

Event description:
It was reported that stent fracture occurred. A 2.50 x 12mm synergy xd drug-eluting stent (des) was selected for treatment. The device was reportedly fractured. No other issues were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
B5. Describe event or problem updated and corrected.

Event description:
It was reported that stent fracture occurred. A 2.50 x 12mm synergy xd drug-eluting stent (des) was selected for treatment. The device was reportedly fractured. No other issues were reported. It was further reported that the correct device was a 3.00 x 20mm synergy xd des and not 2.50 x 12mm synergy xd des as previously reported.